Manufacturer narrative:
Based on the investigation, the root cause was unable to be determined. Contributing factors to the event may have been the repeated attempts at insertion and removal causing the wire to prolapse, resistance in the guidewire during insertion and the patient's anatomy.

Manufacturer narrative:
Received a .018" guidewire for evaluation. A visual inspection revealed the guidewire to have knot about 1 cm from the tip. The guidewire was forwarded to the device contract manufacturer for evaluation.

Event description:
Attempting to place 2.6f PICC to left upper arm using 3f mst kit but could not advance guidewire. On second attempt the guidewire became stuck in the baby's arm. Operator assumed the patient was having vasospasm so she massaged the arm and waited a few minutes but the wire still felt stuck. Physician was called to bedside to assess; he performed a skin nick to pull the knotted wire out. Patient was in no distress at any point in the procedure.